Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 45 - 208 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. It was also reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.